Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 128 inches, and it was reported a small black dot on the internal walls of the drip chambers. There was no patient involvement, and no patient harm.